Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during an atrial fibrillation (afib) ablation procedure with qdot catheters, the patient experienced fluid outside of the pericardial space (no pericardial effusion was seen) treated with insertion of "left chest tube" and drained the fluid. The patient was transported to surgery, currents status unknown. Also, noted, one of two qdot catheters, which one unknown, no surpoint values were displayed and delivering 2-3 watts of energy. During the procedure, an adverse event occurred after approximately 10 lesions within the left atrium. An intracardiac echo catheter (ice) was used to visualize cardiac anatomy. At this point, the physician noticed fluid outside of the pericardial space, no pericardial effusion was seen. The fluid was outside of the pericardial space. The physician then inserted a "left chest tube" and drained the fluid that was outside of the pericardial space. The patient was then transported to surgery for further medical intervention, and the current patient status is unknown. Prior to going transeptal, the right atrium was mapped with the octaray catheter. At this point, they noticed that the patient displayed an anatomical abnormality. It was noted that the inferior vena cava (ivc) was not anatomically correct and entered the right atrium at an unusual position, and the physician was within the ivc when applying energy with the transeptal devices. It was reported that after attempting ablation, no surpoint values were displayed on the qdot catheter. The reporter noted that when ablation was attempted, the catheter was only delivering 2-3 watts of energy. It was noted that 50 watts was the selected desired wattage on the ngen. The catheter was replaced and the issue resolved. The case continued. The physician¿s opinion on the cause of this adverse event was patient condition, and the outcome of the adverse event was improved. The patient required extended hospitalization because of a chest tube and renal issues. Patient coded and had chest cracked open to suture together the holes in ivc and left atrium (la). The patient had cardiac surgery. Relevant tests/laboratory data provided indicated that the patient had no pericardium and only part of the diaphragm. The procedural activated clotting time (act) was above 300 seconds. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure with two sheaths put through the same site. There was no evidence of steam pop, and the flow setting was qdot normal mode. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag, with visitag module, 400 surepoint everywhere, size 3 tags, and color options used prospectively was fti. The patient did not have a pericardial perforation or effusion. The patient was born without a pericardium, so the fluid was leaked into the thoracic cavity. The low power reading is not MDR reportable.